Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, mobility. Another implant pf 4.5 was placed successfully on (B)(6) 2019.